Manufacturer narrative:
Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with self test. No button error alarm noted upon testing however, device received pump error 43 during rewind due to corroded motor home switch. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 43. Device tested outside the pump and received pump error 43 at rewind. Device received with corroded battery tube and corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor pump error alarm. Customer able to successfully clear the alarm. Customer stated that unresponsive keypad and down arrow button presses may be delayed or fail to respond if pressing too rapidly on buttons. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.